Manufacturer narrative:
It was incorrectly stated that the ¿suspected medical device¿ reported on the initial medwatch # 9673241-2014-00256 (brand name: thermocool® smarttouch® uni-directional navigation catheter / us catalog # d133604il) was treated as marketed in USA or approved by the FDA, while in fact is not marketed in USA or approved by the FDA. Therefore, this is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under 510(k) p030031/ PMA # s053. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the lot # 16072635m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The date of death is unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
In the 3500a it was reported that the physician¿s opinion regarding the cause of this adverse event was that it was possibly device related but not due to any malfunction of bwi products. Additional information was received on august 19, 2015 stating that the physician¿s opinion regarding the cause of the adverse event was that it was unrelated to the procedure or device. Also, submitting a correction to the spelling of the account. Originally, submitted on the 3500a that the account name was (B)(6) hospital. It should be (B)(6) hospital. (B)(4)

Event description:
It was reported that a patient underwent, (B)(6), underwent an atrial fibrillation procedure and during the procedure lost consciousness and sink into a coma, afterward, deceased. The patient had persistent atrial fibrillation. After completing pulmonary vein isolation, the phyisician performed an electrical cardioversion.the patient lost consciousness and sink into a coma. The physician installed a temporary pacemaker and performed a cardiopulmonary resuscitation (CPR) immediately. The patient was unstable and sent to the intesive care unit (ICU) for further treatment. The patient expired. The cause of deah is unknown. The physician¿s opinion regarding the cause of this adverse event is that this is possible device related but not due to any malfunction of bwi products. Per 21 cfr, part 803, this complaint is reportable.